Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient died. The chronic total occluded lesion was located in the left anterior descending artery. A guidewire was positioned and then a 2.50x15mm emerge¿ balloon catheter was used to dilate the lesion. Additional treatment was carried out and hemodynamic movement of blood flow worsened and the condition of the patient suddenly changed. Percutaneous cardiopulmonary support was used and cardiac massage was performed. An intra-aortic balloon pump was insertion and the patient was sent back to the intensive care unit. It was noted that patient had lost blood during the procedure. The patient passed away one day post procedure.